Manufacturer narrative:
Product not yet returned for eval. (B)(4). MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (11/19/2014).

Event description:
Consumer complaint of about blood result reading "lo". Customer stated that she currently does not have an expected blood glucose range, she states she has been newly diagnosed with diabetes. Reviewed the last five blood glucose results from the meters memory: (B)(6) 2014 at 07:59am- lo; (B)(6) 2014 at 10:19am- 185mg/dl; (B)(6) 2014 at 08:32am- 155mg/dl; (B)(6) 2014 at 07:32am- 160mg/dl; (B)(6) 2014 at 08:22am- 166mg/dl. No adverse event reported.